Manufacturer narrative:
Device evaluated by MFR?. The failed unit has not been rec'd yet. As soon as the unit is returned, it will be forwarded to mfg/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.